Event description:
It was reported by service report that the lower lift bar was broken and there were exposed sharp edges. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: lower lifting bar; exposed sharp edges.